Event description:
PICC catheter in place for two months for parenteral nutrition separated from the hub. The nurse retrieved the catheter fragment with their fingers. No clinical consequences to the pt.